Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member and the managing healthcare provider's (hcp)'s assistant reported that they want to know lead information. The lead information was reviewed. They said reason they need info is because they think the patients implantable neurostimulator (ins) is depleted, and they think its at "end of life". The patient says this was first discovered (B)(6) 2019. It was asked if the ins had ever been overdischarged and they said no. They said that is all the information they needed. No symptoms/patient complications reported.